Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). No sample returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2016-000179 for the second patient. It was reported that a patient subglottic suctioning microcuff balloon torn during intubation and the cuff would not inflate. The respiratory therapist stated that this may have been caused by them scraping the tube on the patient¿s teeth, and subsequently torn the tube. No additional information provided.

Manufacturer narrative:
The sample was received and evaluated. One used 7.5 ssm et tube sample was received with no packaging. The product does not contain a lot number identification. The endotracheal tube cuff exhibits a jagged tear beginning approximately 6mm below the base of the proximal cuff and extending approximately 2cm axially toward the distal cuff. Both the proximal and distal cuffs remain securely attached to the tubing. The balloon is covered with dried blood which did not clean off during decontamination. Attempt to inflate the cuff was made. Due to the cuff tear, inflation was not possible. No blockage to the inflation line was observed. At the time of the device history record review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Per the incident comments, the device was in use for an extended period of time (30 days); which, indicates that device did not show this defect at time of placement and the tube performed as intended. Information related to the product use (dfu) was provided. A bite block should be used in cases where the patient may bite down and flatten the endotracheal tube. This seems to be a non production related incident. Root cause is unknown. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).